Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that the new one doesn¿t work either and clarified that her new stim put in on (B)(6) 2019 hasn¿t helped her symptoms yet, and that "I¿m going through pads like I did before and its not helping a bit." Patient services helped the patient use her controller, and she said stim was on, on program 3 at 2.6 and she was not feeling stimulation. The patient stated "yesterday I felt it on the toe on my right foot." The patient stated she said this to a manufacturer representative (rep), and they were at the gas station "so we didn¿t talk very long". The patient was going to increased to 2.7 and was going to try this setting. Patient services reviewed how the therapy works, and to follow up with the hcp with any questions. No further complications were anticipated/reported.